Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive steerable sheath microbubbles were seen in the flush port of the sheath. The procedure was successfully completed using the original sheath by closing monitoring the clear shaft of the sheath for air. No patient complications occurred. The sheath is not expected to be returned as it was disposed of by the facility.